Event description:
As per medical records received it was reported that the triathlon insert was exchange due to infection. And an antibiotic spacer was implanted.

Manufacturer narrative:
Cat # 5510-f-302, lot # edy6x, description: triathlon cr fem comp #3 r-cem, cat # 5550-g-278, lot # ake6, description: triathlon symmetric x3 patella, cat # 5520-b-300, lot # eepym, description: triathlon prim tib baseplate - cemented. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Corrected data: manufacturing date. An event regarding infection involving a triathlon insert was reported. The event was confirmed. A visual, dimensional, and functional inspections were not performed as no items were returned. In this case no correlation between any specific device property and infection can be established. Patient had mainly bad luck to belong to the small percent category of infectious arthroplasty complications where the fall early after revision surgery has certainly played an important role and as such is a patient-related failure mode together with the prior morbid obesity that also is an adverse risk factor for infection while the revision procedure as such counts as a procedure-related risk factor given the higher incidence of infections after revision surgery. As such, this pi case is caused by a mix of adverse patient-related and procedure-related factors. There are no device-related factors evident in this case. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot and sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. No further investigation is required at this time.

Event description:
As per medical records received it was reported that the triathlon insert was exchange due to infection. And an antibiotic spacer was implanted.